Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device or any imaging could be provided for evaluation. No determinations could be made at this time. The following sections have been updated for this supplemental report: b4, e1, h2, h6, h10.

Event description:
It was reported that a creo rod loosened post-operatively. A revision surgery is scheduled.